Event description:
During the saphenous vein harvesting procedure, the saline leaked out the handle of the uniport plus. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.